Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had button error. Customer¿s blood glucose level was 362 mg/dl. Customer's other blood glucose level was 200 mg/dl. Customer reported that the insulin pump had act button that was stucked. Customer reported that the after pushing act button it did not respond. Customer was unable to rewind the insulin pump. Customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08755 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device was monitored for 1 day. No rewind anomaly or a21 alarm noted during testing. All buttons function properly. No button error alarm noted. No damage noted on the keypad traces or the keypad dome switches. During visual inspection, the j2 keypad connector on the lcd/b was found locked properly. Device uploaded properly using carelink. No cosmetic damage noted. (B)(4).